Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This a is filed to report leak. It was reported that during preparation of the clip delivery system (cds), fluid/bubbles were observed from the gripper lever, coming from inside each individual gripper when attempting to lower the grippers. The cds was not used in the patient and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported leak at the gripper lever. The investigation determined the observed non-tactile o-ring cap not being fully seated and thus the gap between the o-ring and the gripper lever assembly, resulting in the leak. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the device analysis, the observed non-tactile o-ring cap not being fully seated and thus the gap between the o-ring and the gripper lever assembly, resulting in the reported leak appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.na.